Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed the displacement, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery during boluses. In the alarm history several no delivery alarms were found. The insulin pump kept alarming no delivery. The customer received the no delivery alarms during basal, bolus, and while priming the insulin pump. Customer's blood glucose level was 146 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.